Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient wasn't receiving full coverage with the system that was implanted. As a result, patient underwent surgical intervention where entire system was explanted and replaced. Therapy restored. Related manufacturer reference number: 3006705815-2023-01157.

Manufacturer narrative:
Date of event is estimated.